Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to hospital due to diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was in the unknown at the time of incident. Customer was hospitalized on (B)(6) 2020 as well. The customer did experienced the symptoms such as nausea,vomiting. The customer treated with the insulin drip. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump will not be returned for analysis.